Event description:
A (B)(6) female pt's husband contacted zoll customer support to report a code 204. Support reviewed the pt's flags and reported numerous can comm timeouts, abnormal shutdown, and gel previously released flags. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (code 204 / can comm timeout / abnormal shutdown / gel previously released) were confirmed. Upon eval, there was extensive contamination on the j702 and j703 connector on the pca board (as well as throughout layers) in the distribution node (dn), in the trunk cable, and in the cable connecting the dn to the front therapy electrode (te). The cause of the reported problems is a disruption in communication from the belt. The cause of the disruption in communication is extensive corrosion throughout the belt. The cause of the extensive corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.